Manufacturer narrative:
(B)(4). D10- medical product: option st tib plt size 3 item# 00598603701 lot# 63117093. Lps-flex fxd mld ef/3-4 09mm item# 00596403209 lot# 63094649. All poly pat comp 32dia item# 00597206532. Lot# 63190434. G2- united kingdom. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Proposed annex g code: mechanical (g04) ¿ femur.

Event description:
It was reported that a patient was revised approximately nine years four months post implantation due to pain. There is no additional information available.